Manufacturer narrative:
Investigation summary: it was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that during the procedure, a pericardial effusion was noticed. There was a drop in the patient¿s blood pressure. The pericardial effusion was confirmed by ultrasound. A pericardiocentesis was performed and an unspecified amount of fluid was removed. The patient was reported to be in stable condition. There is no information about the hospitalization. First visual inspection was performed and the device was visually inspected and it was found in good conditions. Second visual inspection was performed and t was found in good normal condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly. The force values were observed within specifications. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 10/10/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade. It was reported that there was noise from the 7 or 8 electrode on the lasso navigational eco catheter which was being displayed on the carto 3 system and the recording system. The cable was replaced with no resolution. The catheter was replaced and the issue resolved. It was reported that during the procedure, a pericardial effusion was noticed. There was a drop in the patient¿s blood pressure. The pericardial effusion was confirmed by ultrasound. A pericardiocentesis was performed and an unspecified amount of fluid was removed. The patient was reported to be in stable condition. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The noise issue was assessed as not reportable as the risk to the patient was low. Cardiac tamponade may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure; therefore, it is MDR reportable.

Manufacturer narrative:
During an internal review on october 23, 2019, a correction was noted to the initial report as it was missing the concomitant products. Concomitant medical products and therapy dates" was processed. Manufacturer¿s reference number: (B)(4).